Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, failed battery test, off no power anomaly and damaged battery cap. The customer's blood glucose value was 113 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. The customer stated that the battery cap was damaged. The customer stated that a piece of battery threads had broken off. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm, low battery alarm or failed battery alarm noted. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, broken belt clip slot near battery tube, minor scratched display window and missing the end cap sticker.